Event description:
It was reported that the patient presented with noise oversensing on the right atrial lead. No intervention was performed. Patient status was not known.

Event description:
New information received noted that the noise oversensing on the right atrial lead resulted in inappropriate mode switch. The lead was capped and replaced on (B)(6) 2024. The patient was stable.